Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6) , batch: 20808266/20808266.

Event description:
It was reported that the patient had to charge the ipg frequently and was not able to charge beyond two bars. It was also reported that the patient had inadequate pain relief due to lead migration. The patient underwent a revision procedure wherein the ipg and leads were replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility.